Event description:
A customer reported receiving en err4 message upon test strip insertion on their locked freestyle flash meter. Troubleshooting indicated that the unit of measure on the meter could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.